Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. Due to the limited information available, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. As multiple devices were captured in the pmcf report. Additional reports were filed under manufacturing reference numbers (B)(4), (B)(4). Pmcf attachment title: post-market clinical follow-up evaluation report accessories and indeflators.

Event description:
It was reported through a post market clinical follow up (pmcf) evaluation report identifying the copilot bleedback control valve device that may be related to the following: leak, loose/intermittent connection, break, other unspecified device issues, which could potentially lead to air embolism and other unspecified adverse patient effects. Details are listed in the attached pmcf, titled post-market clinical follow-up evaluation report accessories and indeflators please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. Due to the limited information available, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event ¿ estimated. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. As multiple devices were captured in the pmcf report, additional reports were filed under manufacturing reference numbers (B)(4), (B)(4) pmcf attachment title: post-market clinical follow-up evaluation report accessories and indeflators.

Event description:
Subsequent to the previously filed report, additional information was received via updated post market clinical follow-up (pmcf) evaluation report accessories and indeflators. The same data points were captured; however, the data was collected from 10/21/2024 through 11/05/2024. Details are listed in the attached pmcf, titled post-market clinical follow-up evaluation report accessories and indeflators please see the attached post market clinical follow up evaluation report for specific information.